Manufacturer narrative:
(B)(4). Concomitant devices - persona revision cemented standard femoral component left size 7, catalog #: 42504606201, lot #: 64683452. Persona revision cemented distal femoral augment size 7 10mm, catalog #: 42556606210, lot #: 64508941. Persona revision cemented distal femoral augment size 7 10mm, catalog #: 42556606210, lot #: 64508941. Persona revision fixed cemented tibial stem extension size e left, catalog #: 42542007101, lot #: 64599628. Persona revision cemented tibial augment half block left lateral size ef 5mm, catalog #: 42555805105, lot #: 64453278. Persona revision constrained condylar knee articular surface left 18mm, catalog #: 42512800718, lot #: 64435985. Persona revision cemented tibial augment half block left medial size ef 5mm, catalog #: 42555805305, lot #: 64508912. Unknown persona revision femoral stem 15mm x 75mm, catalog #: ni, lot #: ni. (B)(4). The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00768, 0001822565-2022-00769, 0001822565-2022-00770, 0001822565-2022-00771, 0001822565-2022-00772, 0001822565-2022-00773, 0001822565-2022-00774, 0001822565-2022-02073.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and possible loosening approximately two (2) months post-operatively. Initial operative notes noted the patient was revised due to infection and additional antibiotics were administered in the bone cement. The surgeon noted that the extra antibiotics may result in early loosening. No intraoperative complications were reported. Revision operative notes reported that the patient was being revised for pain and potential loosening. The patella was in good position and not loose, so the surgeon did not remove it to maintain bone stock at the patella. The articular surface, femoral and tibial components were removed. No notes were made on the condition of the femoral and tibial components. No intraoperative complications were reported.